Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: open myomectomy. Event description: the sheath broke off of the ring. Additional information provided by account manager via email on 15jul2025: from pcf: alexis being used during/for open myomectomy. Alexis ring disconnected from sheath. Intervention: used new alexis. Patient status: no injury due to complaint.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: open myomectomy. Event description: the sheath broke off of the ring. Additional information provided by account manager via email on (B)(6) 2025: from pcf: alexis being used during/for open myomectomy. Alexis ring disconnected from sheath intervention: used new alexise. Patient status: no injury due to complaint.